Event description:
It was reported that the teeth broke on the inserter during prep of implant.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. This was a custom instrument.

Manufacturer narrative:
Product analysis: visual examination confirms the superior tang is broken off; the broken. Microscopic examination of the fracture surface reveals a quasi-brittle fracture, with no indication of fatigue. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Additionally, the opposite side tang is bent and cracked at the base. The nature and location of the fracture surface is consistent with insufficient vertebral endplate preparation, resulting in torsional overload force during implantation. The above observations are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.